Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pregnancy with contraceptive device ("got pregnant and had a baby while essure was inserted") and premature delivery ("patient delivered her baby during the eighth month of pregnancy") in a 32 year-old female patient who had essure inserted. Product or product use issues identified: device ineffective ("device ineffective"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2022, 1949 days after essure insertion, she experienced pregnancy with contraceptive device (seriousness criterion hospitalisation). An unknown time later she experienced premature delivery (seriousness criteria hospitalisation and medically important). Essure treatment was not changed. In (B)(6) 2023, the pregnancy with contraceptive device had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first, second and third trimesters. The pregnancy outcome was reported as live single birth with no information on the child¿s health. The delivery occurred on an unknown date. No causality assessment was received for essure with regard to pregnancy with contraceptive device or premature delivery. The reporter commented: got pregnant and had a baby 1 month ago from the date of this report (B)(6) 2023, while essure was inserted. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pregnancy with contraceptive device ("got pregnant and had a baby while essure was inserted") in a 32 year-old female patient who had essure inserted. Product or product use issues identified: device ineffective ("device ineffective"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2022, 1949 days after essure insertion, she experienced pregnancy with contraceptive device (seriousness criterion hospitalisation). Essure treatment was not changed. In april 2023, the event had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first, second and third trimesters. The pregnancy outcome was reported as live single birth with no information on the child¿s health. The delivery occurred on an unknown date. No causality assessment was received for essure with regard to pregnancy with contraceptive device. The reporter commented: got pregnant and had a baby 1 month ago from the date of this report (B)(6) 2023, while essure was inserted. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.